Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo review: provided photo shows an implanted intraocular lens (iol). There appears to be a long dark mark over the iol optic. The exact location (anterior or posterior surface of the optic) of the mark cannot be confirmed from the returned photo. The origin of the observed dark mark cannot be verified from the returned photo and without the evaluation of the physical product. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnw0t3-t9) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol optic had a streak after implantation.

Manufacturer narrative:
Additional information was provided in h.11. The product was not returned for analysis. Only a photo and a video were provided, and the reported complaint was observed on the returned photo and video. Photo review: provided photo shows an implanted intraocular lens (iol). There appears to be a long dark mark over the iol optic. The exact location (anterior or posterior surface of the optic) of the mark cannot be confirmed from the returned photo. The origin of the observed dark mark cannot be verified from the returned photo and without the evaluation of the physical product. Video review: a short video was provided. The lens and cartridge preparation were not shown. The video started with the cartridge tip already inserted into the incision. The lens had been advanced past the parting line. The plunger tip had overridden the trailing optic. Fold lines were observed on both sides of the optic. Fold lines may occur with inadequate viscoelastic, if the lens is advanced too rapidly or if the operating temperature is too cold. After the lens unfolds, a long mark or material was observed on the right side. The video ends. It cannot be determined if this was damage or material as a removal attempt was not shown. No determination can be made without physical examination of the products. The product investigation could not identify a root cause for the reported complaint. The product was not returned for analysis. Based on our observation of the returned photo and video, a long mark or material was observed on the right side of the iol. The origin of the observed long mark or material cannot be verified from the returned photo and video and without the evaluation of the physical product. It was observed on the returned video that the plunger tip had overridden the trailing optic. Fold lines were observed on both sides of the optic. Fold lines may occur with inadequate viscoelastic, if the lens is advanced too rapidly or if the operating temperature is too cold. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18 degrees celsius (64-degree fahrenheit) and 23 degrees celsius (73 degree fahrenheit). If the operating room temperature is too low (< 18 degrees celsius / 64-degree fahrenheit) lens folding and advancement are more difficult. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).